Event description:
It was reported that during a hemicolectomy, the curved stapler was requested. Upon firing the instrument, it did not complete that circular cut. The borders were cut off and the case was completed by suturing manually. There was no consequence to the patient.